Event description:
It was reported on external medwatch #110087000-2000-0003 that the (1) 512da was used during an unknown procedure. It was reported that the ethicon endopath 512 was inserted into the abdomen. During insertion, safety feature failed and the mesenteric was punctured. Mesenteric sutured lapararoscopically.